Manufacturer narrative:
Pump received with software error detected confirmed in the history file problem isolated to electronic assembly. After completing the pump trace download, the unit had critical pump error (open book image), problem isolated to electronic assembly. Unable to test for the main arm cannot communicate with the motor arm, the low reservoir alert or perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test critical pump error (open book image).

Event description:
Customer reported via phone call that the insulin pump had pump error software error detected and the motor arm cannot communicate with the main arm. Customer blood glucose level was unknown. Customer was able to successfully clear the alarm. The device will be returned for analysis.